Manufacturer narrative:
(B)(4). It was reported performance breakage needle. Nine unopened samples of product code 8720, lot # mjr722 were received for evaluation. During the visual inspection of the nine unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance breakage needle were found. Representative samples returned to support investigation of 6 device issues captured in reports 2210968-2019-85561, 2210968-2019-85565, 2210968-2019-85567, 2210968-2019-85569, 2210968-2019-85570, and 2210968-2019-85572. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record review was performed for the finished device batch mjr722, 8720h and no non-conformances were identified

Event description:
It was reported that a patient underwent a fem - pop procedure on 7/18/2019 and suture was used. The needle broke during use. No needle pieces remained in the patient. There were no adverse patient consequences reported.